Event description:
The clinic requested equipment service after noting a leak from the air separator. Gambro technical services (gts) diagnosed a leak from a cracked inlet port. The assembly was replaced and returned to the MFR for eval. The part was evaluated in 2004. The failure mode was diagnosed in the field and duplicated in the MFR's investigation. No pt involvement was reported.